Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 23jan2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that prior to patient use, an error was seen on the display of an 8015 device. The keypad became unresponsive and the device was sent for service. No additional information was provided.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that prior to patient use, an error was seen on the display of an 8015 device. The keypad became unresponsive and the device was sent for service. No additional information was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that prior to patient use, an error was seen on the display of an 8015 device. The keypad became unresponsive and the device was sent for service. No additional information was provided.